Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drain tube was fractured on the junction of the white flat drain and the clear drain tube. Subsequently, the device was replaced. No patient injury reported. No missing pieces were found in the patient's body. No additional surgery was required; however, a limited procedure delay occurred.

Manufacturer narrative:
The reported issue was confirmed as manufacturing related. Per visual evaluation noted that the drain tube was disconnected from the drain connector. The connector and clear tube was not molded correctly; it can be confirmed that the reported issue occurred during the connector molding process to the clear tube. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following:¿ additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked during closure for free motion to avoid possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drain tube was fractured on the junction of the white flat drain and the clear drain tube. Subsequently, the device was replaced. No patient injury reported. No missing pieces were found in the patient's body. No additional surgery was required; however, a limited procedure delay occurred.